Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the recharge history shows that the pt charges daily but still the battery is draining to zero. The rep did education on pt recharging and reviewing understanding of when battery reaches 100% level. The rep is not sure how the patient was taught/educated in their last state where they had the surgery. The root cause of the issue has not yet been determined. Tech services is analyzing the logs. Upon further questioning, recharge interval given of 9.5 days is not matching with pt¿s reported draining and device hence being in off state. To work towards resolution, there is more analysis of the tech department to determine the issue. The surgeon doesn't want to wait any longer as pt¿s daughter is requesting a battery change. However, they have been told by another manufacturer of difference in battery recharge intervals and are going to put in a different manufacturer's ins now. The rep has requested the return of the ins, but the surgery date is still to be determined. Additional information was received from a manufacturer representative (rep) on 2025-jun-20. The rep reported that engineering has looked further into the files and are recommending an ins reset with the tablet to see if this resolves the quick depletion issues and an attempt to avoid explant. It is unclear why it is draining quickly.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial number (B)(6)) revealed the ins passed functional testing and no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had never stated that the ins was defective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a return of tremor symptoms, which were noticed when the device was off. The patient reported that the deep brain stimulation device kept turning off "randomly," and there was a loss of therapy due to device battery depleting to 0% on two occasions. The patient did not always turn the device back on after recharging, and was not consistently charging the device to 100%. Poor tremor control was noted when stimulation was off. The patient misplaced the patient programmer, which impacted the ability to turn the device back on. There was confusion or lack of understanding regarding the recharging process, and education was required for both the patient and caregiver. The patient and caregiver alleged that the device or battery was malfunctioning or "not good anymore." A review of device session reports and json data files was conducted to analyze recharging and usage history. Recharge interval calculations were reviewed based on device s ettings and therapy impedance. Clinic interrogation of the device was performed and follow-up was planned. The patient and caregiver were educated on checking the recharger application and deep brain stimulation therapy application if there were concerns. The nurse responsible for programming and the patient were provided additional education as needed. The patient was instructed to inform the healthcare provider if the device turned off again and to check with the patient programmer.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the explant was completed on (B)(6) 2025. The rep reported that the ins was defective.